Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Event description:
A heath care professional reported the patient was complaining the pump was "making her sick" and she was unable to urinate without the use of a catheter. The pump was subsequently explanted on (B)(6) 2016. There was no pump malfunction.

Manufacturer narrative:
(B)(4). Additional information was received on 1/2/2019 concerning reason for explant.